Manufacturer narrative:
The reported event of infection was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the outer coil on the is-1 connector was bent at 2.2 and 8.5 cm from connector pin consistent with procedural damage, and three internal insulation abrasions breaching the superior vena cava (svc) cables lumen at 25.4-25.5 cm , 26.7-27.4 cm, & 30.3-31.8 cm from the connector pin. The ethylene tetrafluroethylene (etfe) coating was intact in these regions. Furthermore, one svc cable was fractured adjacent to bifurcation boot at 11.6 cm from connector pin. No shorts were found.

Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-14077, related manufacturer reference number: 2017865-2020-14078. It was reported that the patient presented in the hospital to receive an epicardial lead for a pulse generator upgrade to a biventricular device. Prior to procedure, it was found that the patient's implantable cardioverter defibrillator (ICD) was unable to be interrogated. It was identified that a battery performance alert (bpa) was received in 2016. It was suspected that the device exhibited premature battery depletion. The physician elected to explant and replace the ICD. During the procedure, it was revealed that the patient's atrial and right ventricular leads had also developed an infection. Vegetation was noted on the right ventricular lead. The full system was extracted. The patient was stable.